Event description:
After putting the instrument into roticulation mode, the surgeon noticed the instrument "jammed completely" and he could not maneuver into another position. He ended up having to take the port out to get the grasper out of the patient.